Event description:
The ats cryomaxe 10 cm surgical ablation probe blue locking device on the end would not connect to the cryo machine. Another probe was opened and it connected without any problem.======================health professional's impression======================see above.